Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) solution sets with duo-vent spike leaked out of the "spike port adaptor" and the leak appeared to be coming behind the blue cap. The issue was noticed while priming the line. The device was attached to a non-baxter bag. There was no patient involvement. No additional information is available.